Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the medium-large clip applier instrument was not clamping the clip. The procedure was completed and there was no patient injury.

Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failed grip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip did not clip onto the tubing during in-house testing after multiple tries. Failure analysis found the secondary failure of severely bent grip tip to be related to the customer reported complaint. The clip applier instrument was found with one grip bent.